Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the suite pc application was not loading. To resolve the issue, the fse reinstalled the suite pc software, restored the backups and tested the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.